Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00620206620, shell porous with multi holes 66 mm, lot#: 63660618. Catalog#: 00630506640, liner standard 3.5 mm offset 40 mm i.d., lot#: 64147155. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04748, 0001822565-2019-04750.

Event description:
It was reported that the surgeon struggled to seat 40mm liner. He attempted to seed the 36mm liner and also had difficulty. He finally was able to seed the 40mm liner. Attempts have been made and additional information on the reported event is unavailable at this time.